Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device cannot secure wires was confirmed. An assessment was performed on the device which found that it would not hold the smallest diameter k-wire. It was further noted that the slide sleeve would not move and the device was full of an unknown substance. The assignable root cause was determined to be due to improper cleaning and care. This was further defined as misuse, abuse, and possibly user. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine it was observed that the quick coupling device could not secure the k-wires. There was no human patient involvement as this was a veterinary procedure. It was reported that there was a three minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported the surgery was successfully completed.